Event description:
It was reported the patient had difficulty walking, acute pain, and tingling, as a result of an accident where the physician "attacked" her face/neck on (B)(6) 2012. She had to lay in bed for two months following the incident and saw flashing white lights in the right eye and black pulsating sensation from the left eye. The physician believed it was damage to the optic nerve with the accident. The patient stated the eye issues were better, but she still has issues with ambulating. While stimulation was on, she used to get visual disturbances (double vision) when she would turn her implantable neurostimulator (ins) off and back on again for different medical procedures where she had to turn her ins off. Since the accident on (B)(6) 2012, she had not been experiencing those visual disturbances and felt the stimulation on the left side of her body when it was supposed to be felt on the right side. She also had increased pain in her face, headaches, and clicking in her ears. The physician checked out her ins/lead system after the accident, but had it only on low settings. The patient never told the physician that she felt the stim on the wrong side. Her settings were 2.1 60 & 100 positive and she was "going in" on (B)(6) 2012 for a nerve block. Additional information received reported that the stimulation was off. Additional information received reported the ins had not worked for three years and the patient suffered from some whiplash. The patient was not able to have the ins checked because she could not drive due to dizziness. An appointment with a physician was scheduled for (B)(6) 2012. The patient wished to be reprogrammed by the manufacturer representative who had done so in the past. Additional information received reported that the manufacturer representative had not reprogrammed the ins, but had merely been present during a reprogramming session conducted by the health care provider. Additional information received reported that the patient was in the ER with problems with the frontal part of her head and facial pain which felt "like a hammer." The patient still desired to have the ins reprogrammed. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported, the stimulation was inadequate in controlling pain. Impedances were in the normal range. The cause of the lack of effect was that the implantable neurostimulator (ins) was turned off. The ins was turned back on and the settings were not changed. The patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748251 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product typ extension product ID 3389s-40 lot# v006360 serial# implanted: 2006-(B)(6) explanted: product typ lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v006360, implanted: (B)(6) 2006, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Additional information received reported the patient had only been to this office once on (B)(6) 2014 due to battery depletion. No further information.

Manufacturer narrative:
Product ID 3389s-40 lot# v006360, implanted: 2006 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
It was later reported that the patient had to have battery replacement surgery. Patient wanted to wait to have replacement till after she had neck fusion surgery due to potential need for electro cautery. Patient had ablation done on (B)(6) 2008 when she had heart surgery. It was noted that the patient's eyes did not work for 8-10 hours after reprogramming. There was a loss of therapeutic effect. It was noted that the patient's original settings worked but her headaches changed as she healed and had needed to try many different programs.